Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device catalog, unique identifier (UDI), medical device serial and medical device model, section h device manufacture date. Upon investigation of the actual device used in this incident, it was determined that all stations were not communicating. A technical support specialist (tss) dialed into the server and identified that the synchronization was delayed. The tss then opened the health sight viewer and restarted the synchronization service, external service and the port sharing service and confirmed that all stations were no longer on the critical override. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the server was not communicating with the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the server was not communicating with the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.